Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down, and it could still be turned on. After leaving the wall adapter plugged into a working outlet for at least 30 minutes, the pump began charging with the original supplies, and no further assistance was required.